Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that flex vision computer was unable to boot up. Upon troubleshooting fse found that the power supply of the flex vision pc was defective. To resolve the issue, fse replaced the flex vision pc. After replacing flex vision pc, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot up, preventing the system from booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.